Event description:
Patient was treated for a distal femur fracture on (B)(6) 2012. The patient was returned to the operating room on (B)(6) 2013 due to nonunion. The nonunion site was cleaned out and bone grafted and patient was revised to a new plate and screws. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial date of this report was corrected to 11-19-2013. Date received by manufacturer is 1/27/2014.

Event description:
This follow up report is 1 of 2 for (B)(4).